Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that their healthcare provider explained they had difficulty removing the previous ins and inserting the new one, which might have affected a nerve. The patient was advised to consult their healthcare provider to further address the issue. They mentioned having a follow-up appointment next week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). When asked to clarify the statement, "affected a nerve", the hcp reported that they had difficulty removing the previous device battery and leads. The hcp stated that there was no damage and just needed to time to let the nerve and surrounding tissue to heal and swelling to go down. The cause of difficulty removing the previous ins and inserting the new one was determined as the lead didn't remove the battery in the normal fashion and had to use a stat and make an additional incision at the excision site to disect to the lead. The second tined frayed from the wire, it was able to be removed in full. The hcp reported that there was a possible scar tissue in the region of removal. The tined fraying from the lead. The steps taken to resolve this issue was that the patient would keep it off for an additional few weeks and they would see their neurologist and a chiropractor. The issue was not yet resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1puqx, implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va1puqx, implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information for the event description.